Event description:
It was reported the customer was experiencing fluctuating low and high blood glucose. Customer stated they experienced blood glucose as low as 30 mg/dl. It was also found the customer's blood glucose would reach over 600 mg/dl. The customer also reported a hospitalization event for a blood glucose of over 600 mg/dl. Customer stated they had abdominal pain before being hospitalized. Customer also reported the insulin pump was removed from their body and their blood glucose was treated with manual injections. The customer stated they were released from the hospital after three days. It was also found the customer's up arrow was unresponsive on their insulin pump. The customer was advised their insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
The insulin pump passed the functional tests. However, intermittent button response was noted during testing due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, cracked reservoir tube window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.